Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that the capture threshold had increased. X-ray showed externalized conductor. The lead remains implanted at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.